Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was reported that it was almost impossible to push the reservoir plunger in order to fill the tubing. It was stated that several no delivery alarms occurred. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.